Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the camera cart monitor was cycling from the working screen to a black screen to the pcoip splash screen. The camera lights stayed on and the main cart monitor was functioning. This issue occurred perioperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there was an intermittent connection to the camera cart, and the pcoip zero client was replaced. The system then passed the system checkout and was found to be fully functional. The pcoip zero client was returned to the manufacturer for analysis. Analysis found that there was a software reboot at 8 minutes, 33 seconds, and 14 seconds. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the camera cart monitor was cycling from the working screen to a black screen to the pcoip splash screen. The camera lights stayed on and the main cart monitor was functioning. This issue occurred perioperatively and did not cause any surgical delay. There was no reported impact on patient outcome.